Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the half-height matrix drawer was not opening. The customer reported that the problem arose while they were retrieving medication, but they managed to obtain the medicines from an alternative station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the issue cannot be replicated. The field service engineer reseated retractor band and sensors as a precautionary measure. The system functioned as intended after the field service engineer troubleshot the device.